Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the procedure, a faradrive sheath was selected for use. However, air was repeatedly drawn into the valve during aspiration. The physician decided to replace the device, which resolved the issue. The procedure was completed without any complications for the patient. The device is not expected to be returned for laboratory analysis, it was disposed.